Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue was duplicated. However, visual inspection found worn to the downstream occlusion sensor (dso) button. This indicated a reportable malfunction based on the worn to the downstream occlusion sensor (dso) button. The cause of the reported issue was rtc battery. The downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for last error code 1310. During physical inspection, it was found that there was a worn downstream occlusion seal (dso) sensor (button). There was no reported patient involvement.